Event description:
It was reported that a device was used during a fundoplication. It was reported that the handpieces emitted continuous tone after a few minutes (no further information is available). Another device was used to complete the case. There was no consequence to the patient.